Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The consumer via a manufacturer representative reported that they had an epidural hematoma during their trial. On (B)(6) 2015 the patient started experiencing back pain and numbness where the needles were placed during the trial and where the leads were. The pain was not due to stimulation as they had pain when the device was unplugged. On the morning of (B)(6) 2015 the patient went to the emergency room. An MRI was performed at 7 am which confirmed the hematoma and at 1:30 pm they were in surgery to treat the hematoma. The patient was on anti-coagulating medication but it was unclear if they were taking this prior to the trial. The cause of the event was not clear.